Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that handle didn't lock into place. It was loose.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary it was reported that handle didn't lock into place. It was loose. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device revealed that the corail2 anterior broach handle shows signs of worn and scratches consistent with the time of service and use. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was not performed since it was not applicable to the complaint condition. Even though a proper functional test was not performed due to the mating component was not returned. For reference a functional evaluation was conducted using a lab sample mating device and corail2 anterior broach handle was not found to be loose, as a result, the device was easy to retain/hold with its mating component. The overall complaint was not confirmed as the observed condition of the corail2 anterior broach handle would have not contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code (j0705) provided is not a valid finished goods lot#.